Event description:
While performing a mtp joint fusion, a guide wire was used for temporary fixation. When the wire was removed, approximately half of it remained in the patient's foot. The broken portion of the wire was left in place.